Event description:
During a radio frequency ablation a maestro 4000 controller was selected for use. The signals from the ablation catheter were noisy and could not be interpreted correctly. The signals from ablation catheter were not transmitted correctly to the pod because a cut/rupture at the junction. The cables were very fragile, the physician ordered three cables, all of them after couple of procedures had the same problem. The cables were handled extra carefully after the problem was confirmed with the first cable; but unfortunately the problem was inevitable for the other two cables. The procedure was cancelled and rescheduled.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.